Event description:
Customer reported being hospitalized due to high blood glucose. Customer reported having battery but limit alarm. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set and inject as per md.